Event description:
It was reported by service report that the power inlet cover was damaged. The customer could not determine whether there was patient involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result: the power inlet cover was damaged.